Manufacturer narrative:
Device analysis report . This report is submitted on march 14, 2024.

Manufacturer narrative:
This report is submitted on february 06, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the patient was hospitalized (specific date and duration not reported). During the admission, the patient was administered with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6), 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.